Manufacturer narrative:
Patient sex, describe event problem updated.

Event description:
It was further reported that the patient was admitted to cardiology with a non st elevation myocardial infarction. The target lesion was located in the mid (lad). A 0.009"coronary wire was selected for use . The patient was managed medically without additional intervention to remove the device as the patient was hemodynamically stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the distal tip damaged, as part of overall visual revision. No kinks were observed along the length of the wire. The device has the body broken at 325.5 cm from the proximal section. The section broken and the spring tip were not returned. The overall length and outer diameter (od) of the device could not be measured due to the device condition and the spring tip was not returned. The od of middle of the device and proximal section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the patient was admitted to cardiology with a non st elevation myocardial infarction. The target lesion was located in the mid (lad). A 0.009"coronary wire was selected for use . The patient was managed medically without additional intervention to remove the device as the patient was hemodynamically stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06139. It was reported that myocardial infarction, rotaburr and rotawire detachment occurred and remained inside patient. A 1.25mm rotalink¿ plus and rotawire were selected to treat the target lesion located in the left anterior descending artery (lad). During procedure inside patient, it was noted that the rota burr became defective and broke off in the second diagonal along with the distal end of the rotawire which caused a 100% occlusion of the artery. Subsequently, myocardial infarction was observed. The procedure was terminated due to this event. The complication was discussed to the patient and her family, and surgical removal was suggested. The decision was not to attempt the surgery. The patient was discharged after 3 days in the hospital. No further patient complications were reported and the patient's condition is stable.